Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right ventricular (rv) lead. The stored electrograms (egms) showed intermittent undersensing on the ventricular channel. The sensitivity is programmed to automatic gain control (agc) at 1.5mv (millivolts). Further review was recommended. The alert will not retrigger until the device is interrogated with a programmer. The device and lead remain in service. No adverse patient effects were reported.